Event description:
The customer reported that the device had "keypad issues". There was no patient involvement.

Event description:
The customer reported that the device had "keypad issues". There was no patient involvement.

Manufacturer narrative:
Product information: correct. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lvp keypad assy due to recall affected. A review of the device history record showed the device had a manufacture date of 05/10/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the kit, door assy 8100 bd. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 05/10/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device had "keypad issues". There was no patient involvement.